Event description:
The customer reported via phone call that the back of the battery case of the insulin pump was destroyed and that the glass was shattered. The customer had stopped using the insulin pump. The customer's blood glucose was unknown. The customer explained that the damage occurred when doing work at home. The customer pulled the insulin pump off, the insulin pump fell and the customer then fell on top of the insulin pump, crushing it. The customer was advised that their insulin pump needed to be replaced. The customer was advised to discontinue use of the insulin pump and to revert to a back-up plan per healthcare provider's instructions. The customer was informed the device would be replaced. The customer agreed to return the product for analysis.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.